Event description:
The clinician reports the implant was inserted (B)(6) 2010 in ada 9. Details of surgery: nerve encroachment. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis. No further patient complications were reported.